Manufacturer narrative:
Investigation: samples received: 6 unopened pouches and 2 used sutures to analyze the four cases. Analysis and results: there are no previous complaints of this code-batch. We have received four different cases from the same customer regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received six closed samples and two pieces of used thread to analyze the four cases. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.81 kgf in average and 3.35 kgf in minimum (ep requirements: 2.73 kgf in average and 1.36 kgf in minimum). Furthermore, degradation test (7 days in sörensen solution at 37ºc) has been conducted with the closed samples received and the results fulfill b. Braun surgical (bbs) requirements (0.71 kgf>xi>2.95 kgf): 1.55 kgf in minimum and 1.91 kgf in maximum. These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Remarks: as stated in the mode of action of instructions for use of the product, "monosyn® quick elicits a very slight inflammatory reaction typical of a normal tissue reaction to a foreign body after its application. Hydrolysis of monosyn® quick in the body results primarily in a loss of tensile strength of the suture, followed by mass absorption. Upon implantation monosyn® quick retains 70% - 80% of its initial tensile strength after 5 days and 20% - 30% tensile strength after 10 days. The tensile strength is completely lost after 14 - 21 days. Monosyn® quick is almost completely absorbed after 56 days, without causing permanent changes in the environment of the wound." Nevertheless, in the warning note it is indicated that: "the suture material can be unsuitable for elderly, malnourished or debilitated patients with delayed wound healing. Delayed absorption of monosyn® quick may occur in tissues with poor blood supply." Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the absorbable suture did not absorb. The reporter indicated that four patients came back to the hospital approximately 30 days post operative with pain and irritation in the vagina. The surgeon found that the fast absorbable sutures she used a month ago did not absorb. The thread still remained in the patients. All suture stitches were removed. All patients had episiotomy repair in the same or near period. This report is for patient #4.